Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static. Pump was reset to resolve the issue. Additionally it was reported that the cartridge was pulled out when the customer removed the pump from the case. Reportedly, cartridge was reloaded to address the issue. There was no adverse impact to customer's blood glucose level.